Event description:
Blood glucose device generated a result of "lo" prior to blood or control solution being added to the test strip. No action taken and no treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.